Event description:
The sales representative reported that t1 was deployed through the meniscus and outside the posterior aspect of the capsule when the needle was retracted into the joint, the suture came out but the implant stayed in and was not recovered. At that time, the entire needle was pulled out and another one used. No major delay or pt injury have been reported.

Manufacturer narrative:
Evaluation could not be performed because the device was not returned.